Event description:
It was reported that the patient fell against the implant area causing an open wound. It was noted that the device was implanted in the patient's abdomen and there was no concern with device function prior. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and not analyzed, but met expected longevity. The investigator commented that this is a nuclear device, so neither interrogation nor destructive analysis is possible.